Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (onetouch verioiq) read inaccurately high compared to another device (freestyle lite). The reporter claimed obtaining blood glucose readings of 144 and 211mg/dl with the subject meter and 117 and 123mg/dl on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.